Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the access tract site exhibited intermittent oozing, although no blood products were required. The bleeding improved with redressing and repositioning of the sheath. A circulatory support pump was inserted through right-side percutaneous femoral arterial access and was later removed the same day. During support, the patient experienced access site bleeding, but no additional concerns related to device performance or patient outcome were noted, and the patient survived the procedure.